Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that approximately (B)(6) after implant, the device was still initializing and the implant detection did not complete. The implant detection was manually programmed off. The caller planned to do further testing before the patient left the clinic. The device is still in use. No patient complications have been reported as a result of this event.